Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report a missing sensor wire on (B)(6) 2014. Upon insertion of a new sensor, after removing the sensor applicator, patient reported she did not see the sensor wire in the applicator or feel the sensor wire in her skin. Patient reported this happened with four sensors. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).